Event description:
It was reported that pump touchscreen became frozen and would not respond, so customer was unable to interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, and after reset was able to use pump screen normally, so issue was resolved.